Event description:
It was reported that the device had primary audible alarm. No patient injury was reported.

Manufacturer narrative:
Customer reported that the device had primary audible alarm issues. Tamper seals were broken on plunger assembly, cracked on lower right front corner of top case also cracked on bottom case and right plunger case. Performed power up, primary audible alarm post. Unable to duplicate the primary audible alarm post error at power up. Unable to determine who cause the problem, j9 connector is fully seated and properly glued (3 surfaces, both side.). Replaced speaker glued j9 connector (fully seated and properly glued 3 surfaces both side). Performed pm maintenance and all functional testing.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(6), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A review of the event history log (ehl) identified primary audible alarm post. A corrective and preventative action has been opened to address the reported issue.